Event description:
Customer reports lancet protrudes from the end cap of the softclix device after firing. Customer also states, he has had to manually pull the lancet out of his finger (lancet did not break off into finger; no medical treatment required). No adverse event reported. Requested return of suspect device and replacement was sent.